Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a carotid stenting procedure, guide wire coating was damaged and frayed. Upon inspection of a 035/260 magic torque guide wire, it was noted that the coating of the mid-section of the guide wire was damaged and frayed. This was observed outside the patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned in a generic plastic bag. The device present two kinks, one approximately at 7cm from distal end and the second kink approximately at 74cm from the distal end. Moreover, the device present jacket peeled approximately at 56.2cm with a length of 1cm. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a carotid stenting procedure, guide wire coating was damaged and frayed. Upon inspection of a 035/260 magic torque guide wire, it was noted that the coating of the mid-section of the guide wire was damaged and frayed. This was observed outside the patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status is fine.